Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 46 devices were evaluated in the field and the issue was confirmed; 36 units had broken/damaged components, 5 had bent components, 2 had worn components, 1 had a misaligned component, 1 had a loose component and 1 had a dirty component. The devices were repaired and returned. 3 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 49 </noe> malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance, or the cot was falsely engaged. 48 events had no patient involvement. 1 event had patient involvement, but there was no consequence or impact to the patient.

Manufacturer narrative:
It was initially reported there were 49 events with the reported issue, but during investigation, it was found that one of the events was reported in error, bringing the actual total to 48 events.

Event description:
This report summarizes 48 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance, or the cot was falsely engaged. 48 events had no patient involvement. 1 event had patient involvement, but there was no consequence or impact to the patient.